Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Due to the touchscreen being unreadable, the customer¿s mother was unable to verify entries into the bolus menu. Customer¿s blood glucose level was 124-125 mg/dl. The customer reverted to an alternate method in insulin therapy.